Event description:
Reported via patient call center. It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient then contacted the watchman patient call center on (B)(6) 2026 and reported they had a 5-6mm leak. The patient stated they were scheduled for a follow up transesophageal echocardiography (tee) on (B)(6) 2026. There were no patient complications reported.

Event description:
Reported via patient call center it was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient then contacted the watchman patient call center on (B)(6) 2026 and reported they had a 5-6mm leak. The patient stated they were scheduled for a follow up transesophageal echocardiography (tee) on (B)(6) 2026. There were no patient complications reported. A good faith effort was made to the bsc representative for this event. The bsc representative contacted the physician who reported that there was an error with the CT imaging. A transesophageal echocardiography (tee) was completed on (B)(6) 2026 which showed the closure device did not have a leak and was well seated, therefore this complaint is withdrawn.